Event description:
It was reported that the patient came with a heart rhythm of about 30 beats per minute to the hospital. The interrogation of the device showed sudden exit block with impedance of >9999 ohms on both leads. During device replacement the leads were fine and could be reused with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).